Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results are not available for the moment.

Event description:
Reportedly, on (B)(6) 2025, the tablet could not communicate with a pacemaker, froze and displayed the error message "telemetry head initialization failed". Rebooting or replacing the telemetry head did not resolve the issue.

Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event, since the programmer is able establish inductive telemetry and no error messages are displayed. Review of the provided files confirmed that on 11-april-2025, many communication errors occurred. These errors are related to bad communication between telemetry head and implant. The reported event is mostly due to a noisy environment, indeed, cpr4 head are more sensible to environmental noises (laptop, power adapter, motorized table or seat etc.) It is recommended to use the cpr4 head in a room that is less noisy. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 11-april-2025, the tablet could not communicate with a pacemaker, froze and displayed the error message "telemetry head initialization failed". Rebooting or replacing the telemetry head did not resolve the issue.